Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a chronic total occlusion (cto) with circumferential heavy calcification in the below-the-knee area of the right limb. When attempting to cross the lesion using an asahi corsair armet microcatheter and an asahi halberd guide wire, the corsair armet became caught by the lesion. When the halberd was advanced, it also became trapped in the calcified lesion and could not be advanced any further. The two devices were once removed as a unit and then re-inserted into the patient anatomy. When attempting to advance the halberd, it could not be advanced at all. The guide wire was then replaced to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects associated with this event. The patient was reportedly fine without problem after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in device available for evaluation. Returned to manufacturer. The reported halberd was returned for evaluation. The returned halberd was found bent at approximately 30mm from the tip. At the proximal solder (set at 50mm from the tip for the purpose of fixing the coil onto the core), the coil was found loosened and fractured. Both proximal and distal fracture ends of the coil were twisted and had flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the coil was loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed coil fracture on the returned halberd. The applied stress would accumulate on the wire tip and exceed the product design limit when the tip was being caught and restricted its movement by the heavily calcified lesion, making the coil become loosened and eventually fractured at the proximal solder where the coil was fixed. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Breakage of the guide wire.